Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill / sterile breach occurred with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "it was reported that there are pinholes in the rubber stopper. Staff had noticed that some of his tubes were experiencing a low blood flow as if the tube had a low vacuum. Upon further inspection of some of the tubes he noticed a pin-like hole in the rubber stopper." 8 occurrences were reported, 1 of 2 complaints.

Event description:
It was reported that underfill / sterile breach occurred with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter, "it was reported that there are pinholes in the rubber stopper. Staff had noticed that some of his tubes were experiencing a low blood flow as if the tube had a low vacuum. Upon further inspection of some of the tubes he noticed a pin-like hole in the rubber stopper." 8 occurrences were reported, 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the underfill issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.